Event description:
It was reported that pump experienced malfunction alarm with code that required reset, without any notable events occurring beforehand. Customer¿s blood glucose (bg) level was 135 mg/dl. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.